Event description:
The pt reported that on (B)(6) 2012 at 9:05 am his blood glucose measured 405 mg/dl, so he took a 16 unit bolus dose of insulin. By 11:20 am it had risen to 466 mg/dl; another 3.15 unit bolus was administered. The customer also stated that his bg reached 486 mg/dl and then "high" (>500 mg/dl) later in the day, but exact times were not reported. He began vomiting and went to the hosp, where he was placed on an IV drip. The pt spent 24 hours in the hosp. He has activated a new pod since then and is doing well. His bg at the time of his call was 148 mg/dl.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criterial were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present take a correction bolus as prescribed by your healthcare provider. Check blood glucose gain after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of four hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."